Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 1000 ml eva tpn bags leaked from the seal around the brown middle port. This occurred during preparation after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between january 12, 2024 and january 13, 2024. H11: two (02) actual devices and four (04) photographs of the sample were received for evaluation. Visual inspection of the photographs confirmed a leakage from the spike port bonding area. Functional testing was performed, and a leak was observed at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.